Event description:
The lay user/patient contacted lifescan alleging that the onetouch ultralink meter was giving the same reading every time. The issue was unresolved with troubleshooting. Replacement products were sent to the patient. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.